Event description:
The reporter called to report regarding zimmer biomet knee replacement device. The reporter had left knee replacement done in (B)(6) 2016, since then he had swollen knee, pain, difficulty in walking, he could hear clicking sound and found out that a piece in implant had become loose. The caller visited hospital several times but did not receive any positive answer. He then went to a other doctor and found the device screw piece was loose. The caller had revision ont he left knee on (B)(6) 2023 and the loose device implant was explanted. The caller complained to the manufacturer and did not receive any feedback till 08-10 months, but found out that the device was recalled. The details regarding device and their serial numbers are knee plate- (B)(6), patella- (B)(6), blade reamer- (B)(6), cement bone-(B)(6) and articular surface- (B)(6).